Manufacturer narrative:
Results of investigation: patches were placed on pt, both patches on chest (front) and they were not able to pace pt. Defibrillator from ccu unit was used first. When unsuccessful to initiate pacing, a second defib from ICU was brought in. Both cables and patches were switched. Dr then tried to get machine to work and was unsuccessful. After pt died patches were then placed one on from of chest and one on back, and then defib began to pace. Visual inspection and testing by hp ce found no problems; unit operated correctly. Co finds no reason to dispute hospital's medwatch assertion that this was probably a case of user error in operation of pacing function of defibrillator. A closing letter will be sent to hosptial's biomed.

Event description:
Alleged failure to pace during code.